Manufacturer narrative:
Device evaluation of monitor sn (B)(4) and electrode belt sn (B)(4) has been completed. The reported problem (patient death) was confirmed. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the ECG electrodes, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the tactile vibration alarm, audio messaging, and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality. There is no indication of a product malfunction. Manufacture date: monitor - (B)(4) - 11/14/2019, belt - (B)(4) - 12/08/2014.

Event description:
A us distributor contacted zoll to report that a patient passed away on (B)(6) 2020. Review of the patient's download data reveals the patient experienced an inappropriate defibrillation event consisting of one shock at 21:23:51 on the date of their passing. The patient's rhythm at the time of the treatment and the patient's post shock rhythm was an idioventricular rhythm from 20-50 bpm. It was reported that the patient was in a nursing home at the time of the event. The response buttons were not pressed during the event. Oversensing of low-amplitude cardiac signal contributed to the false detection. Per clinical review of the patient's continuous ECG recordings, the patient was last seen in an idioventricular rhythm at 15 bpm that degraded to asystole from approximately 21:25:44 until the electrode belt was disconnected at 21:27:20. The patient subsequently passed away. There is no indication that a device malfunction caused or contributed to the patient's death.